Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. As the customer had changed the cartridge and infusion set, tandem technical support was unable to troubleshoot to determine a possible cause of these past occlusions. Reportedly, at times the cartridge was used for 5 days and the customer used humulin 500 insulin.